Event description:
It was reported that a malfunction alarm occurred with error code 0-0x2890, which could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was informed that the pump needed replacement, and a replacement pump was provided to ensure continued insulin delivery.